Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra bulge on (B)(6) 2018 using the coolcore applicator and to the upper abdomen on (B)(6) 2018 using the coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. The patient was diagnosed with pah in the upper abdomen and bra bulge on (B)(6) 2018. The pah was described as soft, irregular lumps, and tender. There was visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra bulge on (B)(6) 2018 using the coolcore applicator and to the upper abdomen on (B)(6)2018 using the coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. The patient was diagnosed with pah in the upper abdomen and bra bulge on (B)(6) 2018. The pah was described as soft, irregular lumps, and tender. There was visible enlargement.